Event description:
It was reported patient had right hip revision due to acetabular pain. Doctor removed bipolar components. Stem was not removed.

Manufacturer narrative:
An event regarding pain involving a uhr bipolar 26x47mm was reported. The event was not confirmed. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the reported pain could not be determined due to a lack of information. Further information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported patient had right hip revision due to acetabular pain. Doctor removed bipolar components. Stem was not removed.

Manufacturer narrative:
Other device listed in this report: cat. No.: 6260-5-226, 26mm +4 v40 taper vit head, lot code: 43165805. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.